Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a lateral meniscus repair procedure using a fast fix 360, after suturing, the preset slip knot got loose and could not be fixed. As a result, the surgical technique was forced to be changed, the operation channel was increased and the surgeon used a large needle and suture to complete the procedure. The suture repair of the meniscus was successfully completed, with a surgical delay of more than 30 minutes. No further complications were reported.

Event description:
It was reported that during a lateral meniscus repair procedure using a fast fix 360, after suturing, the preset slip knot got loose and could not be fixed. As a result, the surgical technique was forced to be changed, the operation channel was increased and the surgeon used a large needle and suture to complete the procedure. The ts were left inside of the patient. The suture repair of the meniscus was successfully completed, with a surgical delay of more than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5. H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. T1/t2/suture were not returned. The actuator is in the pre-t2 position. There is bio debris on the needle. A functional evaluation of the device showed it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include an application of unintended inappropriate or excessive force during manipulation of the sutures. No containment or corrective actions are recommended at this time. H11: h2: correction on e2 and e3.